Manufacturer narrative:
This supplemental report is being submitted to provide the date new information was received and the type of report (see sections); provide the type of reportable event, provide the type of follow-up, update the event problem and evaluation codes and provide additional manufacturer. After several attempts were made to obtain the catheter referenced in the initial report, it was not returned to siemens for investigation. According to engineering, based on trend analysis, the probable cause of the reported phenomenon could be stack damage or saline contamination due to user error. (B)(4).

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that after the patient was sedated, the patient underwent an atrial fibrillation (afib) procedure. During the procedure with the catheter already inserted into the patient, it was observed that a poor quality image was displayed by the catheter. The user replaced the cables but the issue remained. The catheter was replaced and the issue was resolved. The procedure was completed with the same ultrasound system and a replacement catheter. There was a delay of 10 minutes while the new catheter was prepped. The was no loss of data and there was no patient adverse event reported. No additional information was provided.